Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient broke out under the lifevest. It was reported that the patient's doctor looked at the irritation and thought it might be an allergic reaction. The patient an the patient's doctor tried (B)(6) lotion which did not seem to help. The patient removed the lifevest and the irritation improved.